Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller stated that the device failsafe system failed (sound or vibration or message on display) and did not alert the user that action is required to continue or control insulin delivery. No adverse event alleged. A request was made for the return of the device.